Event description:
It was reported the handle needs repair. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the top case handle was broken and the lower case handle was bent. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. It is noted the system fan was intermittently noisy. Product ID 229047 analyzer. (B)(4).